Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence. Recurrence is listed as a known adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent a repair of an incisional hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2012 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel patch allegedly failed and to remove the composix kugel patch. The attorney alleges the patient experienced pain and suffering, doctors visits, subsequent surgeries and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent a repair of an incisional hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6)2012 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel patch allegedly failed and to remove the composix kugel patch. The attorney alleges the patient experienced pain and suffering, doctors visits, subsequent surgeries and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incisional hernia and underwent open repair surgery with composix kugel mesh. Per the operative notes, "hernia sac was opened. An oval composix kugel mesh was sutured in place." On (B)(6) 2012 - patient underwent CT guided abscess drainage. On (B)(6) 2012 - patient had little bit of purulent drainage on the dressing. On (B)(6) 2012 - patient was diagnosed with seroma and chronic wound infection with exposed mesh thereby underwent repair with removal of the mesh. Per the operative notes, "once the mesh was completely removed, closure was performed." Attorney alleges that the patient had adhesions, infection(s), pain, seroma(s) and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence. Recurrence is listed as a known adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of composix kugel mesh, patient was diagnosed with abscess, wound infection, seroma and underwent removal of mesh. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device lists seroma as a possible complication. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.